Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber was broken. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 137.4 cm from the top of the connector to the break. The second piece measured approximately 178.7 cm from the break to the tip and was kinked. The tip was noted as damaged, likely as a result of handling during the procedure. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. Visual examination reveals that the exposed glass fiber tip measures approximately 3.5 mm and appears used. Examination under magnification reveals that the fiber tip is cracked but fully intact. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The conclusion code selected for the misfire and tip damage is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber was broken. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.